Event description:
This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a pt of unk origin. The pt was taking an unspecified medication for treatment of an unk indication. On (B)(6) 2009, the humapen memoir (lot 0710c02) was reported to show no insulin amounts in the memory protocol. The pharmacy claimed on behalf of the pt that the pen was received with a prescription in the pharmacy and it worked up until now without any problems. This humapen memoir is associated with (B)(4). The operator of the device was unk and it was unk if the operator of the device was trained. It was unk how long the pt had used this device model. The device was returned to the company on (B)(6) 2009. Initial exam found missing segments in the dose display. It was unk if this humapen memoir was continued.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A f/u report will be submitted when the final eval is completed.